Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient is having vomiting associated with magnet mode stimulation. Vns settings were adjusted as intervention, the lowered settings reportedly resolved the issue. This intervention was reported to be taken for both patient comfort and to preclude serious injury. No other relevant information has been received to date.

Event description:
Implant card was received indicating patient had a battery replacement due to battery depletion. The explanted device has not been received to date. No other relevant information has been received to date.